Manufacturer narrative:
Concomitant medical prdoucts: product ID: 3889, lot# unknown, product type: lead. Product ID: 3889, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for fecal incontinence. It was reported she had 3 urinary leaks since (B)(6). The patient she had not had those issue in a while. It was noted the patient began the trial on (B)(6). The patient stated her leads pulled out. There were no further complications that have been reported as a result of this event.